Event description:
Cormet revision.

Manufacturer narrative:
(B)(4). Pt notes, complete device details, explant, x-rays to be requested so incident can be investigated. Please note: this issue reported due to cormet cup but this was coupled with a thr with large daimaeter mom head which is not cleared for sale in the USA (incident occurred outside USA.